Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the unspecified events on the date reported by the facility (29oct2025) were confirmed in the log review as error code 133.6080 and air-in-line alarms; however, they could not be replicated through laboratory testing. An external and internal inspection was carried out on both suspect devices, and it was observed that third-party parts were installed in the devices, affecting the events recorded in the logs (error code 133.6080 and ail alarms) on the date mentioned by the facility (29oct2025). The use of third-party parts affects the proper functioning of the devices. The suspect pcu s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.3). Functional testing was performed on the suspect pcu, and no problems or anomalies were found related to the reported event. The source pump module's air detection system was tested using the air-in-line threshold product analysis procedure. The air detection system was found to be operating within specification. Date and time of the report event 29oct2025 suspect pump module s/n (B)(6) and suspect pcu s/n (B)(6). At 5:47 pm pcu powered on, malfunction error code 133.6080.0 displayed; device powered off. From 5:48 pm to 5:50 pm pcu powered on and connected to pump module on channel a; parameters: pvi 0 ml, svi 0 ml, drugid 907, concentration 32 mg/ml, rate 6.12 ml/h, vtbi 250 ml; infusion started. From 5:51 pm to 5:58 pm rate increased to 125 ml/h; infusion started; multiple air-in-line alarms; infusion restarted several times; rates changed to 80, 50, and 10 ml/h; final pvi 1.515 ml; channel off selected; devices powered off. From 6:05 pm to 6:11 pm pcu powered on and connected to pump module; pvi 1.515 ml; programmed rate 30 ml/h, vtbi 100 ml; infusion started; air-in-line alarms continued; infusion restarted; rate changed to 10 ml/h; final pvi 0.443 ml; channel off selected; devices powered off. The bd alaris system user manual states in its warnings and cautions to use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices leading to risk of device failure, patient injury, or even death. System error tip sheet: the bd alaris pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility clinical engineering or biomed department. Pcu/pump module technical service manual 2.5.2. Accumulated air-in-line when the accumulated air-in-line option is set to disable, the system sounds an alarm only when it detects an air bolus larger than the bolus size set as the air-in-line detection threshold either 50, 75, or 250microl. (In anesthesia mode only, the threshold value can be set to 500microl.) See section 2.5.3 air-in-line settings. When enable is selected, not only does the air-in-line system detect and respond to a bolus size greater than the selected air-in-line threshold of 50, 75, 250, or 500microl, it also detects and responds to multiple small boluses of a pre-determined number, depending on the bolus size selected as the air-in-line detection threshold. 2.5.3. Air-in-line settings the air-in-line detection threshold specifies the amount of air that can pass through the detector in a single bolus before an alarm sounds. In normal use, the threshold can be set at 50, 75, or 250microl. The default setting is 75microl. (In anesthesia mode only, the threshold value can be set to 500microl).the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the event observed in the logs on the date reported by the facility (29oct2025) for 'error code 133.6080 and air-in-line' could not be determined; however, the use of third-party parts causes issues with the proper functioning of the devices. Note that this report lists imdrf annex a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device was involved in an unspecified event. There was patient involvement but no harm.

Event description:
It was reported that the device was involved in an unspecified event. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c0601 - degradation problem identified, d15 - cause not established. Additional information: imdrf annex c, d codes. Correction: manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the unspecified events on the date reported by the facility (29oct2025) were confirmed in the log review as error code 133.6080 and air-in-line alarms; however, they could not be replicated through laboratory testing. An external and internal inspection was carried out on both suspect devices, and it was observed that third-party parts were installed in the devices, affecting the events recorded in the logs (error code 133.6080 and ail alarms) on the date mentioned by the facility (B)(6) 2025. The use of third-party parts affects the proper functioning of the devices. The suspect pcu s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.3). Functional testing was performed on the suspect pcu, and no problems or anomalies were found related to the reported event. The source pump module's air detection system was tested using the air-in-line threshold product analysis procedure. The air detection system was found to be operating within specification. Date and time of the report event (B)(6) 2025 suspect pump module s/n (B)(6) and suspect pcu s/n (B)(6). At 5:47 pm pcu powered on, malfunction error code 133.6080.0 displayed; device powered off. From 5:48 pm to 5:50 pm pcu powered on and connected to pump module on channel a; parameters: pvi 0 ml, svi 0 ml, drugid 907, concentration 32 mg/ml, rate 6.12 ml/h, vtbi 250 ml; infusion started. From 5:51 pm to 5:58 pm rate increased to 125 ml/h; infusion started; multiple air-in-line alarms; infusion restarted several times; rates changed to 80, 50, and 10 ml/h; final pvi 1.515 ml; channel off selected; devices powered off. From 6:05 pm to 6:11 pm pcu powered on and connected to pump module; pvi 1.515 ml; programmed rate 30 ml/h, vtbi 100 ml; infusion started; air-in-line alarms continued; infusion restarted; rate changed to 10 ml/h; final pvi 0.443 ml; channel off selected; devices powered off. The bd alaris system user manual states in its warnings and cautions to use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices leading to risk of device failure, patient injury, or even death. System error tip sheet: the bd alaris pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility clinical engineering or biomed department. Pcu/pump module technical service manual 2.5.2. Accumulated air-in-line when the accumulated air-in-line option is set to disable, the system sounds an alarm only when it detects an air bolus larger than the bolus size set as the air-in-line detection threshold either 50, 75, or 250microl. (In anesthesia mode only, the threshold value can be set to 500microl.) See section 2.5.3 air-in-line settings. When enable is selected, not only does the air-in-line system detect and respond to a bolus size greater than the selected air-in-line threshold of 50, 75, 250, or 500microl, it also detects and responds to multiple small boluses of a pre-determined number, depending on the bolus size selected as the air-in-line detection threshold. 2.5.3. Air-in-line settings. The air-in-line detection threshold specifies the amount of air that can pass through the detector in a single bolus before an alarm sounds. In normal use, the threshold can be set at 50, 75, or 250microl. The default setting is 75microl. (In anesthesia mode only, the threshold value can be set to 500microl).the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the event observed in the logs on the date reported by the facility (29oct2025) for 'error code 133.6080 and air-in-line' could not be determined; however, the use of third-party parts causes issues with the proper functioning of the devices. Note that this report lists imdrf annex a1801, g04037, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.